Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that surgeon felt that he could not get the patients shoulder stable enough to not dislocate again. There was significant bone loss on the glenoid before the initial surgery. He felt it was best in the long run to remove the head and metaglene and put in a cta head hemi-arthroplasty .

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient had a previous mal union of a proximal humerus fracture and loss of anterior glenoid bone. Patient had dislocated post-op after having a reverse total shoulder. Doi: (B)(6) 2020, dor: (B)(6) 2020, right shoulder.